Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history was cp (cerebral palsy). The indication for pump use was cerebral palsy and intractable spasticity. It was reported that during the normal nearing end of life pump replacement procedure, upon attempting to remove the catheter connector from the pump, the outer portion of the pump segment of the connector broke off and the inner portion remained connected to the pump. It was also noted that there was tissue in the pump/catheter connection site. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump segment of the catheter was replaced.